Manufacturer narrative:
The customer¿s experience with the system shutting off during an infusion, while the clinician was changing the syringe was confirmed during testing. The pcu event log identified a combination of priming the IV set and opening the plunger actuator knob triggered a system error. The system error was investigated in tracker 03494. At this time, the tracker is active and there is no current fix. Functional testing replicated the software anomaly during the use of the priming function and simultaneously opening the plunger actuator knob. Risk assessment: system error code 13-1033-149 has been risk assessed in ra (B)(4). A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. CAPA reference: (B)(4).

Event description:
The customer reported that the unit shut off during an infusion while the clinician was changing a syringe. All modules were inoperable after unit restarted. Found error code 800.8000.0 pcu general os. The device had a similar failure on (B)(6), 2018. There was no report of patient harm.